Manufacturer narrative:
Na

Event description:
It was reported that the patient presented in clinic for a routine follow-up suffering from dizzy spells. The ventricular lead had impedance alerts warning of impedances greater than 2000 ohms. Repeated measurements returned values to the low 500's. Noise was noted with left arm movement. Lead evaluation revealed subclavian crush. The lead was capped and replaced.